Event description:
It was reported that during posterior communicating artery pcoma aneurysm procedure, when the operator prepared to deploy the subject stent, the operator checked under dsa and only delivery wire was seen, and the subject stent was not seen. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event. After the sales rep received the product, when the delivery wire was advanced to go through the catheter, there was resistance at 10cm from proximal. It might be the subject stent which was deployed during delivery at that location.

Manufacturer narrative:
D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent was returned deployed within a microcatheter, and it was recovered during microcatheter investigation. The stent delivery wire sdw was found to be kinked/bent. The stent was found to be intact. The stent introducer sheath was not returned. Stent deployed prematurely during use functional test was not required as it was confirmed during visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis of the returned device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the operator placed a stent to go into the microcatheter and when prepared to deploy the stent, the operator checked under digital subtraction angiography dsa and only delivery wire was seen, and the stent was not seen. It was also stated that the stent markers were not visible under fluoroscopy. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/prior to use on the patient. The continuous flush was set up and maintained throughout the clinical procedure. The device was returned for analysis, and it was noted that the stent was deployed within a microcatheter, and it was recovered during microcatheter investigation. The sdw was found to be kinked/bent. The stent was found to be intact. The stent introducer sheath was not returned. The functional inspection for stent deployed prematurely during use was confirmed during visual inspection. The reported code ro marker(s) detached/separated/not visible under fluoroscopy could not be replicated during device analysis; however, the analysis results are consistent with the reported event. The as reported event of ro marker(s) detached/separated/not visible under fluoroscopy will be assigned a probable cause of procedural factors. The as reported and as analyzed stent deployed prematurely during use will be assigned a probable cause of procedural factors. The as analyzed sdw kinked/bent will be assigned a probable cause of procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during posterior communicating artery pcoma aneurysm procedure, when the operator prepared to deploy the subject stent, the operator checked under dsa and only delivery wire was seen, and the subject stent was not seen. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event. After the sales rep received the product, when the delivery wire was advanced to go through the catheter, there was resistance at 10cm from proximal. It might be the subject stent which was deployed during delivery at that location.